Manufacturer narrative:
Date of event: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # 4900240000-2020-8101. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings before use. The following information was provided by the initial reporter, "opened bd 3ml syringe to administer medication and syringe had no markings for measurement."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. Investigation summary: one photo and one 3ml syringe in an opened blister pack from batch 0183088 (p/n 309657) were received and evaluated. It was observed in the photo and physical sample, there was no visible print on the syringe barrel, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings before use. The following information was provided by the initial reporter: "opened bd 3ml syringe to administer medication and syringe had no markings for measurement."